Event description:
It was reported that during the procedure, the shaft of the 2.75x15mm nc trek neo balloon dilatation catheter broke during insertion into the lesion. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed report, additional information was received: the nc trek neo balloon dilatation catheter was advanced with resistance and the shaft became kinked, it did not break. Another abbott balloon dilatation catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported kink was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty advancing the device could not be determined; however, the reported kink appears to be related to operational context. Potential factors that could contribute to difficulty advancing the device include, but are not limited to, patient anatomy, pre-dilatation strategy, device placement technique, and accessory device support. In this case, since limited information was provided, a conclusive cause for the reported difficulty cannot be determined. Additionally, it is likely that the balloon dilatation catheter kinked during advancement as difficulty was encountered. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. H6: device code 1069 was removed, 2889 and 2920 were added.